Event description:
The customer's wife reported an issue with her husband's meter which suggests the memory overwrite malfunction has occurred. In addition, the customer reported feeling "shaky and dizzy". Customer self-treated with an orange. He denies third party medical intervention. There was no report of death or serious injury.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the adc fa16may2006 letter.